Manufacturer narrative:
(B)(4). The customer reported that he was getting "speaker malfunction" message on his mp70 monitor. There is not enough info to determine if there was any sound. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that he was getting "speaker malfunction" message on his mp70 monitor. There is not enough info to determine if there was any sound. No pt harm was reported.